Manufacturer narrative:
The authors indicated that the findings in this case are due to patient's allergy to horse as a type of hypersensitivity to the equine pericardium. Orthadapt is contraindicated for use in patients with a known history of hypersensitivity to equine derived materials. Based on review of the case report, other factors may have contributed to these findings: although, the instructions for use states that the graft must be fixated using non-absorbable suture, the surgeon used absorbable sutures to fixate the orthadapt to the tendon. This could lead to a loose graft after the sutures are absorbed and subsequent irritation to the surrounding tissue. The technique used to fixate the orthadapt around the tendon, a complete (360 degrees) wrapping of the achilles tendon, is not recommended. A 270 wrap is preferred and minimizes the potential for choking of the tendon. The device was not returned to the manufacturer for evaluation. Lot records could not be reviewed since the lot number is unknown. The manufacturer of the device was pegasus biologics, inc. (B)(6) is the reporting company for the event. The implant occurred prior to the synovis acquisition of pegasus biologics. Decarbo wt, feldner bm, hyer cf. Inflammatory reaction to implanted equine pericardium xenograft. J foot and ankle surg. Mar-april 2010; 49: 155-158. (Att.).

Event description:
In a published case study article, physician reported that patient developed a hypersensitivity reaction post acute achilles tendon repair with orthadapt augmentation. Approximately 4 months post-repair, a mild inflammatory reaction was noted at the surgical site. At approximately 8 months, the wound site displayed substantial induration, edema and focal pain. An MRI revealed a fluid-filled mass at the site of the tendon repair. At around the same time, the patient remembered having a long-standing allergy to horses and reported this to the physician, who had informed him pre-operatively about the equine origin of the xenograft. The site was drained and the orthadapt was removed at 8 months post-repair. The operative site healed uneventfully.